Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was reported by a physician that the patient was experiencing bradycardia while monitored telemetry machine. The bradycardia was occurring every 1.8minutes. The magnet was taped over the device and left for twelve hours. Upon removal of the magnet, the patient experience asystole. The heart rhythm was regained when the magnet was placed back over the device. Attempts for additional information are in progress.

Event description:
It was reported that the patient's output current was titrated down, and eventually reached a level where the patient was no longer experiencing bradycardia.